Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted. Info was made available to masimo on 08/26/2014 that indicated that the pt remained stable. No pt incident was reported.

Event description:
It was reported by the customer that the device switched itself off when disconnected from mains power. Additional info received on 08/20/2014: the customer reported that no error message or audible alarm was present. The device was able to engage in monitoring activities on mains power but not when on battery mode. Additional info received on 08/26/2014: the machine in question was applied and used on battery for approximately 40 minutes for transfer from department to ambulance transport then plugged into the ambulance supply. The machine was then used continually monitoring the pt for a 3 hour transfer from (B)(6) to (B)(6). On arrival at destination, the machine was disconnected from the ambulance supply at which point it failed. The ventilated patient was then unmonitored for a period of 20 minutes whilst a replacement machine was attached. At this point the pt had proved to be asymptomatic with normal oxygen saturation levels maintained, but then did deteriorate some 15 minutes later, but it is felt that this was an unrelated episode. The pt's condition prior to the event had been unpredictable prone to de-saturating rapidly despite being trache-ventilated, but responding to oxygen therapy, however during this transfer the patient had remained stable. No pt incident was reported.